Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip. The device passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer experienced irritability, paranoia and treated their high blood glucose with a manual injection. Customer believed the device had malfunctioned due to piston not moving forward during a basal or bolus delivery. Customer declined to perform he displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.